Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at l2-s1. The fixation the screw at right s1 was loosened. The revision surgery was performed to replaced the rods and the screws, the fixation level was extended to the iliac. It was confirmed at the revision surgery that the fusion was complete at l2-l4, but l5-s1 did not fuse.

Manufacturer narrative:
(B) (4) - screw bone. The MFR site for the screw lot h09a0427 is medtronic sofamor danek (B) (4). (B) (4). The lot of the suspect device was not identified, therefore the MFR cannot determine the suspect device. The lots that were used are lot #h09a0427 and w08d5021. This part is not approved for use in the united states; however a like device catalog # 75447550, 510k # k k042025 was cleared in the united states. MFR date for lot h09a0427 is under requesting. The follow up will be sent after the info is available. MFR date for lot w08d5021 is 05/20/2008. Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records for lot w08d5021 were reviewed. No documentation was found that would indicate a non-conformance to specifications.